Event description:
The customer reported obtaining erratic patient results with ¿*¿ flags and photocal errors on multiple assays including aspartate aminotransferase (ast), blood urea nitrogen (bun) and creatinine (cre), magnesium (mg) and total bilirubin (tbil), on their dxc 700 au clinical chemistry analyzer (pn b86444, sn (B)(6)). There was no injury, death, or delay/change in treatment or diagnosis associated with this event. The customer did not provide patient demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) provided customer onsite support and identified probable causes as faulty valves. The fse replaced multiple valves, sonicated cuvettes and successfully ran 2 photocals with no overflow to resolve the issue. Section a2, a4 & a5: information not provided by the customer. The beckman coulter internal identifier is (B)(4).